Manufacturer narrative:
The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was found cut.